Event description:
Homechoice machine was received in largo receiving for a patient who has dropped out of peritoneal dialysis. Rationale for ending pd therapy is listed as peritonitis. Hp's nurse stated the hp did not have peritonitis and that the homechoice machine was returned because the hp had calciphylaxis and the burden on the hp's family member using the homechoice was too much for the family member to handle.